Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of the inspection was not provided. It was also indicated that the procedure was subsequently completed with a similar device. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the foreign material which adhered in the air/water nozzle was not sufficiently removed since reprocessing failed to be performed in accordance with IFU, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since details of handling information was unavailable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that a pinhole was on the universal cord causing a loss in water tightness. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the objective lens and control unit had discoloration due to chemical stress. It was also observed that the image had a partially dark area due to a chip on the objective lens. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: universal cord, protector of universal cord on control section side, plastic distal end cover, scope connector cover, scope connector, grip, switch box, switch 1 and 3, lock engagement lever, connecting tube, right and left knob, lock engagement knob, up and down knob and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delays the start of precleaning on the equipment after use. It was unknown if the customer supplies air, water or detergent through the nozzle during the precleaning process. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had leakage from the body control unit. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.